Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn, inside the patient. Imdrf device code a0406 captures the reportable event of stent kinked, inside the patient. Update to block g1 for manufacturer contact person. The returned percuflex plus ureteral stent was analyzed, and a visual and microscopic evaluation noted that the shaft was kinked or bent, one drainage hole was deformed due to the kink or bent and a little torn material in the bladder coil. Additionally, the suture and positioner were not returned. No other problems with the device were noted. The reported event of stent kinked, and stent torn was confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. Interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the problem, consistently leading to device being kinked or bent and torn consequently, affect the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a kidney transplant procedure in the kidney performed on (B)(6) 2023. During the procedure, the tail end of the device was fractured. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was kinked and torn.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a kidney transplant procedure in the kidney performed on (B)(6) 2023. During the procedure, the tail end of the device was fractured. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was kinked and torn.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn, inside the patient. Imdrf device code a0406 captures the reportable event of stent kinked, inside the patient.